Event description:
One endeavor drug-eluting stent was implanted in pt for treatment of a coronary lesion. It was reported 55 mos post stent implant, the pt was hospitalized due to stroke. Investigator has indicated that the event was unrelated to the study stent, device or procedure.

Manufacturer narrative:
Stroke.